Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to ipg would no longer hold a charge. The patient was doing well post operatively.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to ipg would no longer hold a charge. The patient was doing well post operatively. Additional information was received that the explanted ipg was not returned per facility policy.